Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead measurement by the pacing system analyzer was tried. It was reported that the rv lead had noise and high threshold. The physician suspected the rv lead failure and the rv lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant.